Manufacturer narrative:
Patient information: no patient involved. Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2019 that the customer perfusionist was priming the heart mate 3 and the driveline would not fully insert into the primary controller. The customer's senior perfusionist also attempted to insert the driveline but was unsuccessful. The customer decided to open the back-up controller and it fully inserted and primed perfectly. The affected controller was pulled for return and evaluation. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Correction. Approximate age of device- 4 months. The reported event of difficulty inserting the driveline into the system controller was not confirmed nor reproduced during the investigation. The returned system controller was functionally tested and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The returned system controller was connected to and disconnected from multiple heartmate iii test pumps, multiple times each, without any issues being noted. Using the driveline insertion test protocol, the returned system controller underwent a driveline insertion test and was found to function as intended without any issues. The test was performed by three different engineers and the controller passed testing without any issues being noted. As a result, the root cause for the reported event could not be conclusively determined through this analysis and a system controller related issue could not be confirmed. Heartmate 3 patient handbook section 7- ¿alarms and troubleshooting¿ address all alarm conditions and the proper actions to take if the alarms cannot be resolved. Section 2-¿how your heart pump works¿, under sub-section titled ¿the system controller driveline connector¿, explains the proper steps of how to connect the driveline cable connector in the socket by first aligning the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector and pressing firmly until it snaps into place. The left ventricular assist device immediately starts running when the cable is fully and properly inserted in the socket (if pump set speed is set above 4000 rpm). Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.